Event description:
The following information was reported to kci by the patient: the patient stated "she was not feeling well" and that the activ.a.c. Was not "working for her." The patient then alleged that there was fluid built up in her upper abdomen and she was hospitalized. On (B)(6) 2015, the following information was reported by kci by the physician's nurse: the patient was seen on (B)(6) 2015 and clear drainage was observed. No cellulitis or purulence was noted. The patient was sent to the emergency room and was admitted to the hospital. The patient was subsequently seen by the physician and was on antibiotic therapy. The nurse alleged that v.a.c. Therapy was not pulling the drainage and did contribute to the patient's hospitalization. No additional information is available.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged fluid build up or hospitalization is related to v.a.c. Therapy. There have been several attempts made to gather additional information, but there has been no response.